Event description:
It was reported that the patient had a syncopal episode at home. Patient was transported via ambulance to the hospital for evaluation and treatment for patient's cardiac condition. The patient later expired. Non-specific malfunction suspected. There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.